Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 846 mg/dl. Reportedly, a cartridge did not fit onto the pump. A correction bolus, a manual injection and a supply change were performed to address bg and cartridge fit issue.